Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl with large ketones which were considered dangerous. Reportedly, the suspected cause was customer not using an active sensor and not monitoring bg manually prior to the event. Bg was addressed via a correction bolus on pump. The customer was instructed to consult with the healthcare provider regarding bg level.